Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had foreign material in the connector.

Event description:
It was reported that the device had been used as a sample product for demonstration, however when the device was taken out of the packaging, a glue like substance was adhered to the surface. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device had foreign material in the connector. (B)(4).